Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during the load sequence with multiple cartridges. There was no reported adverse impact to the customer. Reportedly, the customer reverted to manual injections for insulin therapy.